Manufacturer narrative:
This report is being filed to provide additional information. Investigation: terumo bct global equipment support reviewed the recorded measurements from the machine checkout that was performed in july 2017 and found that all measurements were within manufacturer's specification. No additional complaints have been received for this machine regarding the reported condition. Root cause: the root cause of this failure was undetermined. The device failed safe with an alarm.

Event description:
The customer did not respond to multiple attempts to obtain additional information for the investigation such as procedural details, patient information, patient and newborn outcome.

Manufacturer narrative:
Per terumo bct's internal risk evaluation documentation, as the customer did not respond to multiple attempts to obtain additional information about the patient,the baby, or the procedure, there is no evidence to suggest that the device malfunctioned or contributed to the medical interventions noted. Technical checkout of the spectra system after the procedure showed it to be operating correctly and all system settings and parameters were within specification.

Manufacturer narrative:
Investigation: a service call was placed and a machine checkout was performed. Terumo bct's service technician verified the measurements and determined that all measurements were within manufacturer's specification and the machine is functioning per manufacturer's specification. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient who was (B)(6) pregnant underwent a red blood cell exchange (rbcx) procedure. During the procedure, the patient was intubated and required a caesarean (c) section. The customer reports that the patient was discharged from the hospital, however, have no information on the newborn baby. Patient identifier, age, and weight are not available at this time.